Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that she had high blood glucose of over 600 mg/dl and received a no delivery on the insulin pump. At the time of the call, the customer had blood glucose of 140 mg/dl. Troubleshooting found that the drive support cap was normal. The customer indicated that insulin exited the tubing when a manual prime was performed. Troubleshooting indicated that the pump was functioning as designed and there may have been an occlusion.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.